Event description:
It was reported that ???/hour glass/no readings/sensor error was reported. The sensor was inserted into the arm, which is off-label usage of the device, on(B)(6) 2023. The patient experienced no cgm (continuous glucose monitor) readings which occurred 8 days after the sensor had been inserted into the arm. On (B)(6) 2024, the patient was watching tv and suddenly stood up and started ¿excessively vomiting¿. The patient¿s cgm was not displaying any readings, and the bg (blood glucose) meter reading was 600 mg/dl. The patient was wearing a tandem insulin pump. The patient¿s parents took the patient to the closest ER (emergency room). At the ER, the patient had lab work done and was diagnosed with diabetic ketoacidosis. The patient was observed in the ER for 8 hours and then discharged home. There was no documentation of treatment or medical intervention done at the ER. The patient was in stable condition at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis this is 2 of 2 reports of medical intervention that occurred two separate times. Please see related records (B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.